Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. An x-ray was performed and no lead anomalies were noted. A minimum and maximum energy shock were delivered which yielded shock impedance measurements of 79 and 80 ohms. No further evaluation was performed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.